Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was observed that the helix mechanism of the right ventricular (rv) lead broke after multiple times of extending and retracting the screw. The rv lead was not used and was replaced. The patient was in stable condition.